Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device in a biohazard bag at medtronic¿s quality laboratory, visual analysis showed the handle loose and detached. Part of the handle is broken and detached. The micro control appeared to retract and advance the capsule without issues considering the handle separation. The macro control moved to fully advance and retracted positions and locks in place when released without issues considering the handle separation. The proximal part of the handle does not move with the micro control when retracting or advancing. The tip retraction mechanism appears intact. The screw gear snap fit was received connected. The micro control appears to have been separated at one point but reconnected prior to receipt at the lab. At this point, the micro control was carefully separated. Several gouge marks are observed on the corner points and snap fits inside the micro control. One male snap fit is broken. Stress marks and abrasions are observed on the corner points, one micro control tab and both snap fits inside the micro control. One micro control tab is broken. The distal tip of the capsule seats flush against the tip ledger when fully advanced. Tiny voids over the nitinol reinforcing spring are observed along the capsule between the proximal and distal ends. The capsule appears slightly bent or bowed. The inner member appears slightly bent. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Photographs of the device were submitted by the reporter. These images show the left actuator part completely separated from the right. One tab appears to be broken off completely, and the other appears bent. The dcs was returned for analysis with the handle loose and partially detached, indicating that the actuator had separated and been reattached. One large snap fit tab and one small snap fit tab were broken and were not received with the device; the other large snap fit tab was shown to have stress marks at the corner, indicating that bending of that tab occurred. Additional stress marks and abrasions were observed on the corner points and smaller female snap fit connections inside the actuator parts. These findings confirm the reported event of deployment knob separation. The capsule voids, which indicate a delamination between the nitinol frame and outer polymer, historically occur when the capsule experiences a bending force and can occur as a result of tracking the device through the patient anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the deployment knob of the delivery catheter system (dcs) fractured while attempting to recapture of the valve. The physician was able to recapture the valve by holding the deployment knob together and remove it from the body. The same valve was prepped on a second dcs and successfully deployed. No adverse patient effects were reported.